Event description:
Global field surveillance received a report that the peritoneal dialysis (pd) nurse was having difficulty screwing the transfer set onto the catheter adapter when changing the 6 inch transfer set. The pd nurse stated that the threads were exposed; therefore not allowing a secured connection. They are weary that the transfer set may become disconnected during patient usage. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed when necessary supplemental information becomes available.

Manufacturer narrative:
(B)(4). Eleven of 12 emdrs. The sample for this complaint was not returned for evaluation. The evaluation below addresses samples received from emdrs one of 12 and two of 12. One used set was received with no cap on dark blue connector and no cap on patient connector and one companion sample in original packaging in reference to difficult to connect. Open/closed sleeve several times without difficulty. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. No abnormalities were noted during visual inspection. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The complaint could not be confirmed in the lab. The results of a sample evaluation revealed no difficulty to connect the transfer set to a lab catheter adapter (or substantive leaks) and no manufacturer problems. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.